Manufacturer narrative:
No device deficiencies reported. Cardiac tamponade and pericardial effusion are known potential adverse events of catheter ablation procedures.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, atrial fibrillation and a drop in blood pressure occurred immediately after beginning ablation in a left common pulmonary vein (lcpv). Pericardial effusion was confirmed by echocardiogram. The pvi procedure was completed, the patient was given medication, and pericardiocentesis was performed. Contrast imaging performed ninety minutes after the drop in blood pressure was noted confirmed the bleeding had stopped. The cardiac tamponade was determined to be possibly related to the ablation system and definitely related to the pvi procedure. The relationship between the event and the ablation system cannot be conclusively determined, so this event is being reported. However, the ninety minute delay between the drop in the blood pressure and the need for treatment is an indication the cardiac tamponade was not related to the ablation system. Past occurrences of cardiac tamponade confirmed to be caused by the ablation system have resulted in a need for prompt treatment.